Manufacturer narrative:
This product is manufactured in (B)(6) but not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -6.0/+0.5/133 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2013. The lens was reported as having low vaulting and the patient experienced refractive change overtime. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Lens was exchanged on (B)(6) 2019 with a same size but different model lens and the problem was resolved. Post-op was reported as patient is happy. Claim#: (B)(4).